Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 615 samples were taken from the current production (material # 00001-14 lot # 3114464), the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - gas leak - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the use of these et tubes, the users observed leaks, requiring an "over-inflation" of the cuff over 30cm h2o. Monitered with the manometer". No patient injury or harm reported. Patient condition reported as "fine".